Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.

Event description:
Caller reported aviva system blood glucose results 600 mg/dl and 245 mg/dl within 10 minutes. Caller reported a separate comparison on the same system of 468 mg/dl, 282 mg/dl, and 224 mg/dl within 10 minutes. Caller reported another, separate comparison on the same system of 345 mg/dl, 558 mg/dl, 259 mg/dl, and 245 mg/dl within 10 minutes. No adverse event was reported. Strips are not available for return, replacement sent.